Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation; however, a photo was provided for review. The investigation of the reported event is currently underway. Expiry date (06/2021).

Event description:
It was reported that during stent placement procedure in the iliac vein via the right side, the venous stent allegedly failed to expand as it was being deployed from the delivery system. Therefore, the health care provider decided to stop mid way of deploying the stent, and removed the delivery system and the stent through the introducer sheath without incident. There was not reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary:a device was not returned for evaluation and x-ray images or photos were not provided. Therefore, the alleged issue could not be re produced, which led to an inconclusive evaluation result. In this case a 0.018" guidewire was in use, and it was not known whether pre dilation was performed. Based on the information available and because no sample was provided for evaluation, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instructions for use state: 'pre-dilation of chronic lesions with a balloon dilatation catheter is recommended. If performed, select a balloon catheter that matches the size of the reference vessel.' Regarding deployment the IFU states: 'while using fluoroscopy, maintain position of the distal and proximal stent radiopaque markers relative to the targeted site. Watch for the distal stent radiopaque markers to begin separating; separation of the distal stent radiopaque markers signals that the stent is deploying. Continue turning the large thumbwheel until the distal end of the stent obtains complete wall apposition'. Correct holding and handling of the system throughout deployment including slack removal was found described in the IFU. A 0.035" guidewire is required based on the instructions for use. H10: d4 (expiry date: 06/2021),g4. H1: h6 (result and conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during stent placement procedure in the iliac vein via the right side, the venous stent allegedly failed to expand as it was being deployed from the delivery system. Therefore, the health care provider decided to stop mid way of deploying the stent, and removed the delivery system and the stent through the introducer sheath without incident. There was not reported patient injury.